Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that external factors, or handling caused the coating to peel off. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found issue was due to deterioration. In addition, other issues found included the angle wire had become longer than normal, physical stress, buckling and deformation of the channel, deterioration or breakage due chemical and physical stress, resin was peeling off due to moisture invasion, deterioration of the insertion tube due to the cleaning, disinfecting, sterilizing method and excessive bending, deterioration or breakage of the adhesive due to chemical and physical stress, deterioration or discoloration due to chemical stress during cleaning, disinfecting, sterilizing, and there was deformation or breakage due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had air bubbles that came out from the connection part during cleaning. The device was returned for evaluation. During the device evaluation, the soft tube, coating peeling was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.